Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Initial observation of the returned rods showed comparatively more wear seen on the caudal end of the rods than the cephalad end. The typical wear seen on the returned screw heads is consistent with use. Evaluating the locking caps found that one had deformation on the top, two had an hour glass shape wear that is consistent with final tightening, and one had an indentation type deformation on the bottom and the other six had various degrees of wear seen on the bottom. It was confirmed that during final tightening the locking caps were tightened caudal to cephalad on one side and cephalad to caudal on the other. The deformation is consistent with excessive force on the locking cap. The six locking caps without the evident deformation had the most wear around the outer diameter of the bottom. It may be possible that the locking caps on the cephalad end of the construct were not as tight as the caudal caps. This could present excess stress on the cephalad caps, especially in a high bmi environment. The imaging provided showed no definitive findings of loosening. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace (10) creo threaded locking caps that were loose post operatively.